Event description:
It was reported that pump display had pixel issue that affected customer ability to read and interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer chose to continue using current pump and would rely on alternate method for insulin delivery if needed, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for storage mode and return of problematic pump within specified time frame, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.